Event description:
It was reported that during a routine device change out, the atrial lead exhibited an insulation anomaly. The physician repaired the insulation using medical adhesive and a suture sleeve. The patient returned one week after the procedure and noise was noted on the atrial lead. After the device was reprogrammed , no issues were observed. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.